Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump froze when attempts were made to bolus. Customer declined troubleshooting and requested for insulin pump to be replaced.

Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was found on the keypad traces. No frozen screen or display anomaly noted during testing. The device had minor scratches on the display window, cracked case at the display window, cracked case at the display window corners, and cracked reservoir tube lip.